Event description:
It was reported that the bolus delivery was not listed in the insulin pump history. The blood glucose reading was 110 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was programmed with multiple test boluses and monitored. All boluses delivered and were listed in the bolus history screen. The insulin pump calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump was then uploaded and properly listed all boluses. The insulin pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, unexpected restart error and self tests. No delivery anomaly, memory anomaly or history anomaly was noted. The insulin pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.